Manufacturer narrative:
--

Event description:
Boston scientific received information that this right ventricular (rv) lead was a part of a system revision due to infection. Additional information obtained from the field representative indicates that this lead was discarded by the operating room staff as it too damaged during explant procedure. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was part of a system revision due to infection. This lead was damaged and was successfully removed. The operating room (or) staff discarded the lead. There were no additional adverse patient effects reported.